Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates: 42500606001, persona femur cemented posterior stabilized (ps) standard, lot 63354963 , 42532006701, persona tibia cemented 5 degree stemmed, lot 63362907, 42540000032, persona all poly patella cemented 32 mm diameter, lot 63235709. Reported event was confirmed by review of x-rays and medical records provided. X-ray assessment shows left knee x-ray findings which may be associated with knee stiffness include mildly oversized femoral component, flexion of the femoral component and moderate anterior knee joint effusion and/or synovitis. Medical records noted that a patient post knee evaluation identified suboptimal range of motion and confirmed the manipulation as well as noted minor effusion of the knee. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Per persona knee system packaging insert, poor range of motion has been listed as a possible adverse effect. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a manipulation under anesthesia due to a stiff knee after a knee arthroplasty. No additional patient consequences were reported.